Event description:
It was reported the subject device displayed image with stripes. The even occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dark image; light guide lens at the distal end was chipped, the universal cord was crystallized. A root cause could not be identified. Based on the results of the investigation, it is likely the image had stripes and was dark due to a chip of the light guide lens of the distal end. A root cause for the malfunctions identified during the device evaluation could not be identified. The most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.